Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following was observed: the battery clip was bent. From the condition of the returned unit, the damage appeared to be due to normal wear and tear. The reported system error-out of service message (latch error 139) was observed during functional testing. A definitive cause for the fault was not determined. The fault was cleared and no further issues were observed with the platform. No faults were found to have occurred on the reported event date of (B)(6) 2014. The archive did however show the reported fault (latch error 139) to have occurred on (B)(6) 2014. Based on the investigation, the part(s) identified for replacement was the bent battery clip. In summary, the reported complaint was confirmed during archive review and functional testing. After clearing the latch error 139 and replacing the bent battery clip, the device passed all testing criteria.

Event description:
Complainant alleged that during a shift check the autopulse platform displayed a "system error-out of service, revert to manual CPR" message, that was unable to be cleared by powering the device on/off. There were no reports of any patient involvement. No further details were provided.